Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. No adverse event was reported. No further information was available. The call was disconnected and attempts to follow up with the patient were unsuccessful. The patient was not reached to replace or return the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.